Event description:
Caller reported patient had an MRI and has been experiencing shocks and pain since. Caller noted the patient has a pump and an abbot ins and doesn't know where it is coming from. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).